Event description:
Citation: medtronic (covidien) received information through literature review of "double arterial catheterization technique for embolization of brain arteriovenous malformations with onyx" by (B)(6), md this article compares two treatment approaches for arteriovenous malformation (avm) procedures. One type was a double arterial catheterization technique (dact) and the other was single arterial catheterization technique (sact). 61 patients were treated with onyx 18 that was delivered through either an apollo detachable tip (1.5 or 3 mm) or a marathon catheter. A total of (B)(6) procedures occurred 30 dact and 80 sact (2 patients refused further treatments). This report captures a patient death reported as related to complications from the endovascular treatment, subdural hematoma determined by trapping of the microcatheter.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/23096412 this report was created to capture the death related to the unknown microcatheter. The devices were not returned for evaluation; therefore the complaint could not be confirmed, and the event cause could not be determined. In addition, the event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot numbers were not reported. Reference (B)(6). Information received from the same article as mfrs: 2029214-2015-00467 2029214-2015-00466.